Event description:
It was reported that the patient had a first and second degree av block with syncope up to 2 seconds. The holter EKG indicated that there was intermittent p-wave undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.